Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient had been hospitalized for an unrelated indication when they were diagnosed with peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics for the event of peritonitis. On an unreported date, the patient was discharged from the hospital with an antibiotic prescription. At the time of this report, the patient was recovering from the peritonitis. The action taken with pd therapy was not reported. No additional information is available.